Event description:
The end user states the throttle acted up and took off with his son in the scooter. The end user states the end user hit the wall and caused boxes to fall on his legs trapping his leg. The end user states the chair is very dangerous for his son and other bystanders.